Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. Troubleshooting was performed. The customer stated that he had the bladder removed about two weeks ago. Troubleshooting was declined as customer stated that the cannula was bent, and he believes that the insulin pump did not cause his blood glucose to rise. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.